Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer (fse) found and checked for defects. Found that pressing the zero button doesn't quite work. Offer price for changing the keypad set later. Repair not done. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it. H3 other text : no repair information.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Due to character restrictions in block e1 address : (B)(6).

Event description:
It was reported that before use, the zero button of the cs100 intra-aortic balloon pump (iabp) unit does not work. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the zero button of the cs100 intra-aortic balloon pump (iabp) unit does not work. There was no injuries.